Event description:
Customer states that they are getting unexpected negative reactions with positive control cells, lot # 252008, exp. 2/11/07 of capture s when performing their lot to lot qc capture s indicator cells, lot #229018.

Manufacturer narrative:
The customer's previous lot of positive control, lot #252006, and negative control, lot #251005, used for daily quality control performed as expected, using the same lot of indicator cells. The old lots of controls tested with a new lot of indicator cells, lot #229019, performed as expected. Retention capture -s indicator cells, lot 229018 were tested on an in-house semi-automated instrument with retention capture-s plates, lot s098; capture-s reactive control serum, lot 252007; capture-s nonreactive control serum, lot 251006 and in-house donor samples. In-house donor samples were nonreactive in all testing performed, as expected. Investigation is ongoing.